Event description:
It was reported that the pump had constant helium loss alarms when on a patient. As a result, the pump was swapped out for another. No patient harm or injury. The patient status is reported as fine.

Manufacturer narrative:
Qn # (B)(4). No iabp part was returned for investigation. The customer provided a photo which shows an IV pole placed in the iabp. According to the field service report received, a non-teleflex IV pole with a different diameter was used by the customer and the augmentation valve fitting was loosened. The issue was resolved by re-tightening the fitting. A device history record (DHR) review was conducted for the lot number reported with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of constant helium loss alarms was confirmed by the field service engineer. According to the field service report, a non-teleflex IV pole with a different diameter was used and the augmentation valve fitting was loosened. The issue was resolved by retightening the augmentation valve fitting. The product was not returned for investigation. Based on a review of the device history record (DHR) , the product met specification upon release; however, the specifications were not met during the complaint investigation due to the loosened fitting. The most probable root cause is customer handling. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a corrected data: n/a.

Manufacturer narrative:
Qn (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the pump had constant helium loss alarms when on a patient. As a result, the pump was swapped out for another. No patient harm or injury. The patient status is reported as fine.